Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that during tether mode testing at implant that there was poor threshold and sensing. X-ray showed that the right atrium leadless pacemaker (ralp) dislodged while in tether mode. The ralp was redocked and repositioned, but measurement continued to be poor. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient was stable following the procedure.